Event description:
It was reported that there was multiple atrial high rate (ahr) episodes and probable oversensing on the right atrial (ra) lead. The lead remains in use. The patient is in enrolled in the system longevity study (sls) no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).